Event description:
A talent stent graft system was inserted into a patient for the endovascular treatment of a 6.7 cm in diameter abdominal aortic aneurysm approximately one month ago. The iliac arteries were excessively calcified. After surgical bilateral femoral access, the 0.035 wire was passed through the ascending aorta via the left femoral artery. Angiography was performed via pigtail inserted through right femoral artery. It was reported that the stent graft delivery system could not be advanced due to the excessive calcification in the iliac arteries. Balloon dilatation was performed in the iliac artery, but the delivery system could not be pushed through to the aorta. The same procedure was attempted via the right femoral artery after changing the angiographic catheter and the wire, but it was not possible to place the stent graft. It was also observed that the distal graft cover had kinked. The patient remained asymptomatic and hemodynamically stable during the procedure. After surgical suture of the arteries, the patient was sent to the ward and the decision was made to perform an open surgical repair at a later date. The delivery system was discarded by the user facility.

Manufacturer narrative:
(B)(4). Kink, excessively calcified iliac arteries.